Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye. Explant was due to patient having glare, halo, cannot drive at night. Limbal relaxing incision was performed. Suspect iol was replaced with a non-johnson and johnson iol of +21.0 diopter. There was no incision enlargement and no vitrectomy required. No patient post-explant injury. Patient outcome good. No other information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect clinical code: 2140 (glare and visual disturbance, dysphotopsia requiring surgical intervention). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 13, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the lens reveal that it was coated in viscoelastic residue and was cut in half. The lens was cleaned and inspected; no issues that could cause or contribute to the complaint issues were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.